Event description:
Reported by attorney: plaintiff claims to have suffered and will continue to suffer severe permanent bodily injuries and significant mental and physical pain and suffering and economic loss.